Event description:
A customer reported a malfunction in their insulin pump following a software update, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to a backup insulin pump to maintain insulin delivery. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the malfunctioning pump. The customer was instructed on storing and returning the defective pump and acknowledged understanding all steps involved, including programming and connecting their cgm to the replacement pump.